Manufacturer narrative:
Evaluation: the pump has been returned and evaluated by product analysis on 11/07/2014 with the following findings: visual inspection revealed that the battery compartment was cracked and the display screen was dim and discolored. Additionally, the keypad cover was observed to be cut and torn between the down arrow and ok button contacts. The keypad buttons were found to be unresponsive. The keypad cover was removed and there was evidence of contamination and moisture corrosion found under all button contacts. The down arrow and up arrow button contacts were observed to be inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, the display screen was dim and discolored, and the keypad buttons were unresponsive. This report is made based on results of investigation completed on 11/07/2014.